Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
PICC leaking 1.5cm from purple hub. PICC placed (B)(6) 2021. PICC removed. New PICC placed (B)(6) 2021.